Event description:
It was reported that during video-based training the user deployed several infusion sets incorrectly or did not attach the infusion set connector correctly, resulting in a shortage of usable supplies and the need for replacement tubing for the infusion set and cartridge. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.